Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was in use on a patient, and the customer reported there was no patient harm. The manufacturer's field service technician duplicated the customer reported problem. The service technician reported that performance testing of the alarm failed. The service technician replaced the ventilator main pcb board to correct the reported problem. Extended self testing (est) and performance testing was completed, and all tests passed per operating specifications.